Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a health care provider in (B)(6) of metallic taste in mouth, nausea, and peritonitis in a patient coincident with extraneal therapy for intraperitoneal dialysis continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On an unknown date, the patient experienced peritonitis, nausea, and metallic taste in mouth. On an unreported date, the patient started capd that was replaced by apd (not further specified). On (B)(6) 2012, peritoneal dialysis therapy with extraneal was interrupted. On an unknown date, for further treatment, the patient received non-baxter drug (gambro trio 20 2.5%, lot numbers not reported). On an unknown date, the patient restarted therapy using extraneal. After the interruption with extraneal, the events of metallic taste in mouth and nausea recovered. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information: information was received by a health care professional. After administration of extraneal, the patient experienced nausea and metallic taste in mouth, also while drinking and eating. The events of nausea and metallic taste in mouth abated after stopping extraneal treatment and reappeared when treatment was restarted. The patient received nocturnal intermittent peritoneal dialysis (nipd) with an over-day treatment of extraneal. Extraneal treatment could not be discontinued due to medical history of bilateral nephrectomy as ultra filtration was very low. On unreported dates, the patient received unspecified antibiotics for treatment of peritonitis. The antibiotics were not considered suspect by the reporter. The patient had not yet recovered from this peritonitis event.